Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) on (B)(6) 2021, the patient reported that the controller is not connecting when they attempt using it they are seeing: no device found (16). Caller stated the implant has been depleted for roughly one week and this is their first time trying to use it. Patient services (ps) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed no device found (16) as implant is depleted. Caller then connected recharger and confirmed no device found (16). Ps walked caller through passive recharge mode 93-94-95. Ps reviewed with caller they will need to do possible 3, 10 minute sessions and then they should be able to charge normally. No patient symptoms were reported. The patient reported that they still could not get the stimulator to charge and were using passive recharge mode. The manufacturer representative tried to disable/re-enable the device; however, the patient was still only getting the option for passive recharge. The manufacturer representative had performed a few additional passive recharge cycles and approximately 3 disable functions for the ins, and it still was not charging normally. The patient was redirected to their health care professional to further address the issue and discuss replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h1 (serious injury applies) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID# 97715; serial# (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported that they had foot surgery september 21st and their wound open up after the stiches were removed. Pt said they are in so much pain and they aren't able to get connected to their implant to charge their implant; pt said they weren't able to connect to their implant to charge sometime last week sometime. Pt said they met with a manufacturer representative (rep) in the lobby of their high rise last friday and the rep was unable to get the pt connected to charge after going through prm (passive recharge mode). Pt mentioned seeing numbers in the 60s and 90s but didn't have anymore details; pt said that the medtronic rep told them that patient services (pss) might be able to help more with the issue.  Pt said that they are in so much pain and t hey need help to get connected to their implant. Pss had pt reset their controller. Pt saw no visible damage to the controller or battery pack. After reset, the controller said that the controller battery was low and needed to be charged. Pt saw no visible damage to recharger antenna. The issue was not resolved. The caller was redirected to call ps back once their controller is charged up to see if ps can help get the pt connected to their implant to charge. Pt called back stating they have charged up the controller and would like to go through the next steps to see about replacing the recharger. Pss walked caller through factory reset and caller confirmed seeing no device found (16) as the implant is depleted. Pss walked caller through attempting implant charge session and caller confirmed no device found (16). Pss walked caller through passive recharge mode 96-96-97. After 10 minutes caller reported seeing no device found (16). The patient was sent a replacement recharger (rtm). Additional information was received from a patient (pt) regarding an external device. Pt called back and stated they received the replacement recharger (rtm) and attempted to charge their implantable neurostimulator (ins) but are still unable to charge their implantable neurostimulator (ins). Patient services (pss) confirmed pt was using the replacement rtm the patient was sent a replacement controller. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient (pt) called back saying they got replacement controller and recharger (rtm), but couldn't get them to work to charge and described not being able to get past passive recharge mode, even after trying for hours. Pt said they had the implantable neurostimulator (ins) put in due to a major foot issue (pt has severed nerves in foot and uses a scooter) and the ins was helping, but now pt was in a lot of pain due to ins not being charged. Pt tried to recharge during the call and reported passive recharge mode (with middle number consistently in the 90s). Pt moved rtm away from the ins and reported the numbers changed. Pss redirected to hcp/rep for assistance in person as pt still couldn't get past passive recharge mode. Pt mentioned they met with a manufacturer representative (rep) for over an hour before the replacement equipment, but asked to meet with a different rep this time. Patient services (pss) emailed field team in pt's area. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient (pt) called back stating they are still unable to charge their implantable neurostimulator (ins) after receiving replacement equipment. Patient services (pss) instructed pt to follow up with their healthcare provider (hcp). Pt stated they no longer have a managing hcp because their hcp no longer accepts medicare. Pt repeated that they've been experiencing pain in their foot.

Manufacturer narrative:
Concomitant medical products.: product ID 97755 serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was explanted due to not being able to recharge their implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.